Event description:
On (B)(6) 2011, a trifecta valve was implanted. On (B)(6) 2017, the patient was diagnosed with structural valve deterioration (aortic valve insufficiency). The patient was hospitalized for planned avr from (B)(6) 2017. A perimount magna ease aortic 27 mm valve was implanted (B)(6) 2017 to resolve the issue. (Clinical study patient (B)(6))

Manufacturer narrative:
An event of structural valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 27 mm trifecta valve was implanted. After an initially unremarkable development, the patient developed a pronounced aortic valve insufficiency last year, after pneumonia. The deterioration progressed and, after interdisciplinary discussion, the indication for re-replacement by surgery was issued. On (B)(6) 2017, the patient was hospitalized for a planned avr. On (B)(6) 2017, the 27 mm trifecta valve was explanted and a leaflet was noted to be detached. A 27 mm perimount magna ease aortic valve was implanted. Following the surgical procedure, the patient was transferred to the ICU for further monitoring. The perioperative ultrasound showed a proper biventricular pump function without any new regional wall motility disorders. The newly implanted valve functioned properly without any signs of central or paravalvular leakage. The patient was reported to be in a stable circulatory condition under moderate catecholaminization, with a sinus rhythm by atrial pacing. The patient was discharged on (B)(6) 2017. (Clinical study patient ID: (B)(6))